Event description:
It was reported that the battery of the device reached elective replacement indicator (eri) level faster than expected. Abbott technical support reviewed device session records and could not confirm premature battery depletion. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.